Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 285 (mg/dl). Reportedly, customer forgot to remove pump prior to having x-rays performed. Customer delivered a correction bolus to address bg levels. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to avoid x-ray exposure when wearing the pump. Customer later reported that after a supply change, bg levels stabilized.